Event description:
Consumer complaint of about blood result reading "lo". Customer called stating the meter is reading "lo" each time she test her blood. Back to back blood test performed at the time of the call resulted in 162 mg/dl and lo. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have identified as reportable within 30 days of the identification (11/22/2014).